Manufacturer narrative:
The returned device was evaluated and the device was received with corrosion observed on the pcb and bottom battery. During the investigation, an internal leak was found in the fluid path due to a hole in the unexposed soft cannula. The fluid path was manually occluded, and fluid was observed diverting through the hole in the unexposed soft cannula. This leak caused fluid to accumulate in the device and resulted in the observed corrosion. No data could be retrieved from the device due to the corrosion present on the pcb. Due to the inability to retrieve the data, the reported event could not be determined.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a hazard alarm during a bolus.